Event description:
Pt receiving continuous intravenous 5 fu presented for takedown of the infusion. Pump beeped off with 0cc remaing then reservoir volume immediately reverted to 343 cc remaining. True volume remaining in IV bag was 75cc. New infusion rate calculated based on remaining chemotherapy in bag and pt scheduled to return in 4 hrs. Pump sent for maintenance and recalibration.